Event description:
Full thickness burns with necrosis, disfigurement, and scarring following abdominoplasty, liposuction and bodytite procedures.

Manufacturer narrative:
A female patient, reported to be a brazilian citizen, alleged that she sustained full-thickness burns with necrosis, disfigurement, and scarring following a cosmetic procedure performed approximately three and a half years prior to this report. According to the patient, the procedure included liposuction using a non-inmode device, abdominoplasty using non-inmode devices, and treatment with an inmode bodytite device. Inmode has initiated an investigation into this event. Based on the information currently available, a definitive root cause has not been established; however, involvement of the inmode device as a possible cause or contributory factor to the reported injuries cannot be ruled out. Accordingly, inmode is submitting this report in accordance with applicable reporting requirements under 21 c.f.r. Part 803. This report is submitted to comply with FDA medical device reporting regulations and does not constitute an admission by inmode that any product malfunctioned, is defective, or caused or contributed to a serious injury. Inmode has provided all relevant information known to the company as of the submission date of this report and will submit a supplemental report if additional relevant information becomes available.